Event description:
The end user developed a red, splotchy, scattered rash on her skin under tape collar of the skin barrier. The end user indicated the rash was itchy and burned at times. The end suer presented to the dermatologist approx one month ago. The end user was issued a prescription for clobetasol propionate cream 0.25 percent and econazole nitrate cream 1 percent with instructions to apply the creams to the affected area twice per day. The end user has not complied with the physician's direction and has applied the creams on top of the tape collar of the skin barrier. The end user was encouraged by the MFR's customer care to apply the prescription creams to her skin as directed. No further pt complications were reported.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A complaint query was generated to capture all complaints with this reported issue from 10/28/2014 to 3/24/2015. The results of the query identified a total of (B)(4) complaints for this issue. Of these complaints, (B)(4) were identified as being associated with model (icc code) 404593. The lot number was not provided for this complaint and a sample was not returned; therefore, a full investigation could not be performed.